Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01676, -01677, -01678. This report will be updated when the investigation is complete.

Event description:
Allegedly the modular neck component fractured and the patient sustained a greater tuberosity fracture in her femur as well.